Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited over-sensing resulting in the delivery of two inappropriate high voltage (hv) shocks. Programming changes were made. The patient was stable.